Event description:
The customer contacted baxter's technical service center for assistance ending therapy on the homechoice (hc) during a drain cycle. The home patient (hp) stated he pulled the patient line out of him and was draining. The hp placed a cap on himself. The baxter technical service representative (tsr) assisted the hp with ending therapy and informed the hp to contact the peritoneal dialysis (pd) nurse. There was no patient injury or medical intervention indicated at the time of the initial report. A follow-up call was placed to the hp on (B)(6) 2010. The hp stated he disconnected the patient line from the transfer set himself while he was sleeping. The patient line did not separate from the transfer set. The hp stated his pajamas became wet and that is what woke him up. The hp stated he contacted his nurse and was advised to go to the emergency room where he received prophylactic antibiotics and was sent home. The hp has had no further problems since. Per the hp, the sample was discarded.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.